Event description:
Cement set up in roughly 8/9 minutes before the surgeon had the components full in and properly seated. Thus causing the surgeon to have to remove the tibial tray and recut the tibia. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product associated with this report was not returned. A root cause cannot be determined as the original product has not been returned and the complaint problem has not been possible to replicate. Although the root cause was not conclusively identified, conditioning and storage of the samples at the customer and the operating theatre temperature are possible contributing factors. No product problem has been identified therefore no corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.